Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the pump was operating within required specifications and delivered insulin accurately.

Event description:
It was reported that the pt suffered elevated blood glucose levels.